Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 6fr non-bsc introducer sheath was introduced. After a 6f jr4 non-bsc guide catheter was placed, a non-bsc guidewire was advanced to cross the lesion. Thrombus suction was performed. Subsequently, a 2.00mm x 12mm nc emerge balloon catheter was selected for use and advanced to dilate the lesion. However, upon first inflation, the balloon ruptured at 6 atmospheres after a duration of 15 seconds. The device was completely removed and the procedure was completed with another 2.00mm x 12mm nc emerge balloon catheter. No patient complications were reported and the patient's status was good.